Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2021. The complainant was unable to report the device suspected upn and lot number; therefore, the manufacture date and expiration date are unknown. Imdrf impact codes f08 and f23 capture the reportable events of required interventional radiology embolization and readmission.

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an 8/10 dilator, nephromax balloon, percutaneous access needle and sheath imager ii set were used during a left percutaneous nephrolithotomy procedure performed in (B)(6) 2021. The patient experienced pseudoaneurysm and sepsis and required interventional radiology embolization and readmission.